Manufacturer narrative:
Truong hoai l, nguyen tq, pham mh, et al. Selective thrombolysis trans-catheter for safe and effective subacute stent graft occlusion treatment. Radiology case reports. 2023;18:3549¿3552. Https://doi.org/10.1016/j.radcr.2023.08.050 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding selective thrombolysis trans-catheter for safe and effective subacute stent graft occlusion treatment.¿ a sentrant sheath and a reliant balloon were used as part of an endovascular repair of a 51mm infrarenal abdominal aortic aneurysm (aaa). The sentrant sheath was inserted via right femoral access, deployment of the main device proceeded without complication; however, cannulation of the contralateral gate was technically challenging. A reliant balloon was employed and the aortic bifurcation was targeted with 12x40mm angioplasty balloons. Post-procedural imaging confirmed continued graft patency with no evidence of thrombosis. It was reported approximately 4 months post procedure the patient the patient developed progressive intermittent claudication of the right lower limb over one month, which limited walking and daily activities. Computed tomography angiography demonstrated complete occlusion of the right common iliac artery. Endovascular intervention with selective trans-catheter thrombolysis was performed, and follow-up CT angiography confirmed full recovery with restored vessel patency. The cause of the occlusion was not determined and no device-related adverse events, malfunctions, or complications were attributed to the medtronic devices. No further information was provided pertaining to medtronic products.